Event description:
Reporter (identifying self as an FDA investigator) received a report from an emergency room doctor involving a patient who used the subject product. The patient had used the product before. On this occasion, the patient instilled one drop in the right eye, which immediately started burning so badly that the patient went to the emergency room for treatment. The physician reported the patient had red blisters in the eye. The physician stated the subject product showed no evidence of tampering.